Manufacturer narrative:
(B)(4). The reported cerebrovascular accident is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav 6 (22437-19, lot # 0083051). The stent remains inside the patient. There was no reported product deficiency. The reported neurological deficit is a known adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that this event was determined to be a minor ischemic ipsilateral stroke.

Event description:
It was reported via a trial that after the implantation of the xact stent in the right internal carotid artery, the patient experienced a headache and left side weakness. The patient was treated with observation and physical therapy. The patient's condition had resolved with some sequela by the 30 day follow up visit. There was no additional information provided.